Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0te4m, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient had a burning sensation. Caller reports patient feels burning sensation at ins pocket when ins (stimulator) was on. Caller said burning sensation decreases when she turns ins amplitude down. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.